Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the reported premature deployment was confirmed as the clip was returned detached from the clip delivery system (cds) and the actuator coupler was found broken. The reported difficult to remove from anatomy during use could not be replicated in a testing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the intended use section of the mitraclip system, instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It is unknown if this contributed to the reported difficulties. The investigation was unable to determine a definitive cause for the reported difficulty to remove the device from the anatomy. Additionally, the observed scratched l-lock tab, harness deformation and kinked gripper line appears to be related to the troubleshooting maneuvers of the difficulty removing the device and/or premature deployment; therefore, attributed to procedural conditions. The premature deployment/broken actuator coupler is potentially related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed as the clip detached from the delivery catheter, requiring retrieval with a snare device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and tricuspid regurgitation (tr) with a grade of 4. One clip was implanted successfully in the mitral valve, reducing the mr to 2. One xtr clip was implanted in the tricuspid with no issue. Another cds (81115u193) was advanced to the tricuspid and grasping attempted however the tr became worse therefore the clip was removed. During retraction of the cds resistance was met and the clip detached from the delivery catheter (dc). The gripper and lock lines were still in place. The clip was able to be successfully snared through the patient neck and removed. The procedure was stopped at this time with the tr at 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.